Event description:
Information was received from a healthcare provider regarding a patient. It was reported that the pt is getting eligibility cannot be determined. MRI code 2511 2122 22 000, possible open circuit. Redirected to managing doctor. Additional information was received from a healthcare professional (hcp) on 2025-feb-27. The hcp reported that there was an open circuit. There was 9b segment high impedance. The cause of this MRI code was high impedance on segment 9b. MRI was not done. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.